Manufacturer narrative:
Date of event: exact date unknown, event occurred few months ago. Additional suspect medical device component involved in the event: product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(4), batch: 364223.

Event description:
It was reported that the patient was experiencing lack of pain relief despite reprogramming done due to paddle lead migration. The patient underwent an explant procedure. The explanted paddle lead and ipg were kept by the medical facility and will not be returned.